Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. Complaint can be confirmed through the returned product analysis. The tip of the driver is twisted and starting to round. Sample 1 has a crack where the tip is twisted at the distal end as well. Visual examination of the returned product identified the driver bits shows sign of use. The connecting feature at the proximal end of the bit has wear and tear. Measured bit, which conforms to the print specification. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause has been identified as use error. The plates attempting to be explanted are from the alps elbow fracture plating system. Per the associated surgical technique, the 2.5 mm locking and non-locking screws are indicated to be implanted, and therefore also removed, with the 1.3 mm square driver from the alps elbow instrument tray, which is part 231218012. As the screws were implanted with alps elbow plates and attempted to be removed with driver part 231220211, the use of this driver is off label. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10: medical products: item#: 231220211, 2.0/2.5mm driver bit; lot#: 914871. G2: foreign: japan. H3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was attempting to explant the screws from the patient during a revision surgery, the tip of the instrument was stripped causing the surgeon to be unable to remove the implants from the patient. The surgeon attempted to use a second instrument, and the tip of that instrument was stripped as well causing the surgeon to be unable to explant the screws from the patient as well. Attempt has been made to obtain additional information. No additional information has been received at this time.